Manufacturer narrative:
The reported power switching of the returned batteries, (B)(4), could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files from the reported event date were not available. The smr upgrade was launched on 01/07/2016. Given that the reported event occurred on (B)(6) 2015, it's highly unlikely that the controller in use around the reported event date had the smr upgrade. Analysis of (B)(4) revealed that the devices met specifications; the devices passed visual examination and functional testing. Analysis of (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to early depletion of an internal cell pair. This caused the cell pair voltage to drop below the minimum voltage threshold of 2.8 v. Heartware has opened an internal investigation to evaluate battery cell and battery construction failures. The most likely root cause of the early depletion of the cell pair can be attributed to faulty cells. This is one of two reports (3007042319-2015-02994 and 3007042319-2015-02995) submitted for devices related to the same event heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Additional information: batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log files from the reported event date were not available for analysis. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Battery (B)(4) is pending and the report will be sent when analysis is completed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: (B)(4). The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02994 and 3007042319-2015-02995) submitted for devices related to the same event.

Event description:
It was reported from the site that the patients "power sources are changing from one port to the other earlier than expected." No additional information provided. Investigation is ongoing.